Manufacturer narrative:
UDI=( (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush the stone. However, the thumb ring broke and the handle cannula detached. The pull wire separated from the sheath itself. A sohendra lithotripter was then used and successfully dislodged the entrapped stone from the basket. The stone remained in the bile duct and the procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the returned device found that the inner sheath and basket/wire assembly was detached and removed from the coil/handle. The basket tip was intact and the basket wires were found to be slightly bent. Furthermore, the side car-rx was found torn at the proximal end and presented pushback out of specification. The pull wire was found broken from the distal end of the handle cannula. Both ends of the fractured pull wire were neck down and broken into "v" shape indicating that the wire had most likely sheared apart. The thumb ring was also found detached from the handle. The thumb ring has marks that shows a proper assembly during the manufacturing process. The evaluation concluded that the condition of the returned device was not consistent with the complaint incident that the handle cannula was detached/separated. The handle cannula was found properly attached to the pull wire. However, the pull wire was found to be broken. Although it cannot be determined precisely how the pull wire failed, stone size and density, user technique, tortuous anatomy and other procedural factors could possibly contribute to the failure by causing the tensile force applied by the user to not be fully distributed throughout the device. Detachment of the thumb ring from the handle assembly occurs when force is applied perpendicular to the thumb ring/ handle assembly, forcing the thumb ring out of the handle assembly. Basket wires bent and side car - rx pushback and torn are issues that could have been generated by the manipulation of the device, the interaction with the scope or the interacting with other devices. Therefore, the most probable root cause of this complaint is operational context, since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush the stone. However, the thumb ring broke and the handle cannula detached. The pull wire separated from the sheath itself. A sohendra lithotripter was then used and successfully dislodged the entrapped stone from the basket. The stone remained in the bile duct and the procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.